Manufacturer narrative:
Update on 15-jan-2025: device was replaced and discarded. Explant date currently unknown. No analysis will be required. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Eri was observed on (B)(6) 2024 via home monitoring. Device will be replaced.